Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. The rad-8 was unable to power on, and the ac led did not illuminate when ac power was connected. Internal inspection indicated the ui ribbon cable was disconnected from the system board (j14). In this condition, the device would not have been able to engage in patient monitoring. The cable was reconnected, and testing resumed. The device was able to power on with ac and dc power, and remains powered on when switching between power sources. The device was able to obtain readings normally using the returned cable; alarm alert conditions, such as: no cable, sensor off and alarm limits breach, with audible and visual status indicators, were functioning. No additional issues were detected. Review of trend data shows device was last used to acquire measurements on (B)(6) 2016. The device was on for approximately 3 minutes on (B)(6) 2016, but no sensor was connected. The device was powered on for a few seconds multiple times on (B)(6) 2016, however no measurements were taken and no sensor was connected. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event., corrected data:

Event description:
Reportedly, the patient's family contacted the customer to tell them their rad-8 was not working and to tell them the patient expired (B)(6).